Event description:
Unomedical reference number (B)(4). Event occurred in qatar. On 20-apr-2024, it was reported that the infusion set's tape did not stick. The infusion set had been in use for 2 days. The insertion site was at abdomen. No further information available.